Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used/charged the ipg for approximately one year (date of event is unknown) as the charging unit and programmer were stolen. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored following the surgical intervention. Additionally, the patient was instructed to follow charging guidelines.

Event description:
Follow-up identified the sjm representative confirmed the ipg was inoperable.